Event description:
The customer reported obtaining low vacuum (vac) and thirty (30) pounds per square inch (psi) error messages on the coulter lh 780 hematology analyzer. There were no reports of injuries, erroneous results, or change to patient treatment in connection with this event. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer.

Manufacturer narrative:
The field service engineer (fse) found there was a faulty pinch valve pv53a. The fse replaced pinch valve pv53a which resolved the issue. (B)(4).